Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced a low and their doctor stated that there was something wrong with the customer's lung and sent the customer to get emergency medical assistance on (B)(6) 2017 with unknown blood glucose at the time of the incident. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer had a heart condition. The insulin pump will not be returned for analysis.